Event description:
A customer contacted beckman coulter inc. (Bci) regarding a positive total hcg result generated by the unicel dxl 600 access immunoassay system on one patient's sample that resulted as negative upon repeat testing on an alternate instrument. The customer has a repeat protocol in place for hcg result and hence repeat analysis was performed for the patient sample. However, the actual cutoff for repeat testing was not supplied. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The sample was lithium heparin plasma and centrifuged at 4800 rpm for 5 minutes at room temperature. The sample volume in the collection tube was half of what the tube manufacturer recommends for a quality sample. The sample appearance was clear and was aspirated from the primary collection tube for analysis. Qc is performed once daily on the third shift and was within the customer's established ranges prior to and after the event. It is not indicated that service was dispatched for this event. Based on the data obtained from the customer, no clear root cause could be determined for this event.